Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet generated recurring restart 38 motor stall alarms along with an occlusion alert, and despite multiple supply changes and site relocations, insulin delivery was impacted with blood glucose readings initially in the high range and later trending down after further troubleshooting; the issue aligns with a failure to infuse and involves the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.